Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation:lens was returned in liquid, in a small plastic container. Visual inspection found a haptic tear. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2, -13.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to observation of excessive vault, elevated iop (intraocular pressure) without pupil block and angle closure, increased cell, and flare/inflammation. Patient was on antibiotics and anti-inflammatories to address the inflammation. It was reported that at patients last follow up there was no pain, no ache, decreased inflammation and patient is doing well.